Manufacturer narrative:
Medtronic complaint report: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent ventral hernia. The procedure performed was a laparoscopic robot assisted ventral hernia repair with mesh. The patient experienced pain, adhesions, seroma, reherniation.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental/physical pain, suffering, physical deformity, hernia recurrence,attenuated mesh, fascia/abdominal bulging requiring reinforcement, seroma, abdominal pain, discomfort, mesh failure/defective device, mental anguish, severe scarring, disfigurement, disability, impairment, loss of enjoyment of life, and adhesions.. Post-operative patient treatment included revision surgery, drainage of seroma, and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, g4 (510k #), h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental/physical pain, suffering, physical deformity, hernia recurrence,attenuated mesh, attenuated fascia, fascia/abdominal bulging, seroma, abdominal pain, discomfort, mesh failure/defective device, mental anguish, severe scarring, disfigurement, disability, impairment, loss of enjoyment of life, and adhesions.. Post-operative patient treatment included medication, revision surgery, drainage of seroma, and hernia repair with mesh.